Event description:
It was reported that the physician performed an interrupted system diagnostics test which resulted in the device being programmed to unintended settings. It was reported that the physician did not interrogate the device as the final step. The patient was seen at a later visit and the settings were corrected. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Review of the available programming and diagnostic history. Date of event; corrected data: additional information indicates that the event date was (B)(6) 2006. Serial #, lot #, other, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
During review of programming and diagnostic history, it was observed that the interrupted system diagnostic test that caused the unintended change in device settings occurred during an office visit on (B)(6) 2006.